Manufacturer narrative:
This complaint was previously entered as a quality complaint and elevated to an adverse event. No RMA has been initiated for this issue.

Event description:
The dealer alleges the silver cross member which supports the knee platform is bending, resulting in the bolt snapping at the frame. No injury is alleged.